Event description:
It was reported that the system 8800 would intermittently fail to initialize. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was found that the cpu circuit board needed to be upgraded. The upgrade was completed, and the system was tested and found to be working as intended and placed back into service.